Manufacturer narrative:
Device eval: the suspect device was returned for eval. The complaint eval/investigation is not complete. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval is completed. Device history record was reviewed. Complaint data base was reviewed. Conclusions: other, a f/u report will be submitted when the eval is completed.

Event description:
The rotator broke after a left ventriculogram. No harm or injury was reported.